Manufacturer narrative:
Analysis found that there was a residue consistent with biological contaminants on the device. Visually, the device was consistent with being bent until broken which would have resulted in the reported event. The two portions returned measured 0.161¿ and 0.118¿ long for a total length of 0.279¿. The overall length shall measure 0.275¿/+-0.010¿ therefore the information most likely indicates all portions of the device were returned. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via a manufacturer representative that the prosthesis broke off and detached during an ossicular reconstruction procedure without excess force. The prosthesis was operated with an alligator forceps. This was the first time the device was used. There was no intervention planned and performed. There was a delay of about 5-8 minutes. There was no broken pieces left/remained inside the patient's body. The procedure was completed with back up device. There was no patient impact.